Manufacturer narrative:
H6: investigation summary: two photos were received by bd for evaluation. A quality engineer was able to review the photos of a syringe 5ml ll bns from lot #2238833 regarding item #301027 with the reported complaint of ¿foreign matter¿. After reviewing the pictures and note from the complaint source we inferred that the hair found was in the kit and not in the 5ml bulk case that had been produced or packaged here in the holdrege plant. Holdrege performs 5ml print and assembly inside a cleanroom and all packaging is done outside the cleanroom in the packaging area. Every sku in the bulk packaging machine has an independent hopper to fill the boxes. The interaction of the operators with the packaging system is very low. Operators in the packaging area are also required to wear hair/beard nets and gloves while packaging. Looking at the situation, we can confirm that holdrege is not the source of hair found in the package. Considering that the kit assembling site has to individually place the syringe in the kit assembly, the associate would have easily found the hair on the syringe (upon observing the size/length of hair found). A review of the device history record was completed for batch# 2238833. All inspections and challenges were performed per applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint.

Event description:
It was reported while using bd syringe 5 ml ll bns foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: product malfunction/failure mode: contamination-hair product description summary: hair found in kit. Complaint quantity: 1. Sample available: yes. Was there an injury: no. Was there a death: no. Per additional information, the affected component is the 5cc syringe.

Event description:
It was reported while using bd syringe 5 ml ll bns foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: product malfunction/failure mode: contamination-hair product description summary: hair found in kit. Complaint quantity: 1. Sample available: yes. Was there an injury: no. Was there a death: no. Per additional information, the affected component is the 5cc syringe.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.